Event description:
It was reported that the multigen radiofrequency generator was being prepared for use in a procedure when an error message displayed on the screen, resulting in the procedure being cancelled and rescheduled after the patient had been sedated. There were no patient or user injuries and no adverse consequences.

Manufacturer narrative:
The contract manufacturer was able to confirm the reported event of the error message. The root cause was determined to be due to the main board.

Event description:
It was reported that the multigen radiofrequency generator was being prepared for use in a procedure when an error message displayed on the screen, resulting in the procedure being cancelled and rescheduled after the patient had been sedated. There were no patient or user injuries and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation is completed. Device not yet received.